Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter insertion was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. The catheter was advanced and was received separated from the housing assembly. The safety button was pressed and the needle was fully withdrawn into the housing. Microscopic inspection of the guidewire revealed bending and kinking within the coil region. The guidewire was intact. Microscopic inspection of the catheter revealed deformation at the distal tip. The edges of the catheter were buckled and flared outward. Blood residue was visible on the guidewire ands throughout the catheter. The guidewire and catheter deformation were consistent with attempted insertion against resistance. Such resistance may occur if the insertion angle is too steep and if the catheter is pressed against the vessel wall of the target vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that "nurse attempted to place a accucath, however the wire threaded initially but the catheter would not advance. Nurse attempted to remove full device at one time but it would not come out. Despite needle retracting it was shown that the wire was not coming out under x ray." The guidewire did not break. Device removed by ir physician, added force. There was no delay and no harm. New catheter was placed in the other arm.